Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device is flickering. Usage of the device at the time of the alleged malfunction is unclear. There was no report of patient involvement. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device is flickering. Usage of the device at the time of the alleged malfunction is unclear. There was no report of patient involvement. There was no report of patient harm.